Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Returned test strips evaluated with defect found; black chemistry observed. Qc investigation on 3/10/2017 resulted in defect found and the event was determined to be reportable. The most likely root cause is black chemistry due to improper storage. (B)(4).

Event description:
Consumer reported complaint of e-3 error: used test strip, test strip outside of vial too long, sample on top of test strip. The e-3 error occurred as soon as the test strip was inserted. During the call on (B)(6) 2016 the customer felt well and did not report any symptoms. Medical intervention is not reported at the time of the call on (B)(6) 2016 as a result of the meter's readings. Blood tests performed during call on (B)(6) 2016 produced result of e-3 both times. The product is stored according to specification in the hallway closet. The test strip lot manufacturer's expiration date is 07/23/2017 and customer stated open vial date was day of call. Adverse event not reported at time of call on (B)(6) 2016.